Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.

Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) would not release the plug after the indicator window changed to black during use. There was no reported patient injury. The device will be returned for evaluation.